Event description:
As further reported the device broke on the cath table while advancing and it did not enter the patient.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, a shaft fracture occurred. The lesion being treated was located in the left anterior descending artery. Using an unknown guide catheter, the physician advanced a 38 x 2.75 mm taxus liberte stent delivery system (sds) to the target lesion. However, the sds fractured inside of the guide catheter. The device was successfully removed and the procedure was completed with a different device. No complications were reported and the patient's status is stable.

Event description:
As further reported the device broke on the cath table while advancing and it did not enter the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a taxus liberte stent delivery system (sds) with stent and no original packaging or other devices. There was contrast in the inflation lumen. The balloon was tightly folded and the stent was secured on the balloon. The hypotube was separated 29.5cm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation. The hypotube was kinked 27.5cm from the strain relief. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).